Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, rectocele, para vaginal defect, cervical erosion, s/p hysterectomy and uterine prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic sacral colpopexy with mesh,. Laparoscopic paravaginal repair with mesh,. Trachelectomy,. Mid-urethral sling, and rectocele repair performed during mesh implantation. No additional information was provided. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2007.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient experienced dyspareunia, painful menstrual cycles, erosion of mesh, infections, and urinary problems. It was reported that patient underwent mesh removal on (B)(6) 2007. It was reported that the patient underwent revision of mesh on (B)(6) 2008. (B)(4).